Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory b3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller was not working correctly. Patient was supposed to have an MRI the other day and could not do it because it was acting funny. Patient would charge the implanted neurostimulator and it would be 100% charged and when trying to charge the back it would tell patient to charge it or it would shut off. The other day it showed a code to call medtronic and patient was trying to get the MRI done. Patient reset the controller and it worked for a little bit then it was saying it wasn't charged again. Right now the back was charged and the controller was charged but it would say not charged at times. Patient noted it was at 90% and they were charged 50% but it kept doing funny stuff. During call patient verified no visible damage to the recharger or to the controller charging port. Patient remo ved the controller battery and plugged the controller into the ac power supply, patient verified the controller powered on. Patient then connected the recharger and got no device found. Patient pressed recharge. They went into passive recharge mode. The controller was showing 87 87 87. Pt reported they did not have the paddle placed over the implant at all. Patient stated it had been a week since they had been able to recharge the implant. Patient got the implant charged up to 50% and that was all they could get charged. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back stating they just got a brand new controller and when attempting to recharge their ins they got replace battery and it would not do anything or come on. Pt tried charging again and got system problem rm05. Pt kept talking over agent and was very rude. Pt said they had not been able to charge their ins in weeks and was sent a new rtm along with two controllers. During call pt verified no damage to the rtm or to the controller port. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, lot#/serial# (B)(6), product type accessory. Product ID 97745, lot#/serial# (B)(6), product type programmer, patient. Product ID 97755-s, lot#/serial# (B)(6), product type recharger. H3. Analysis of the battery pack found that the complaint could not be verified, but a nonconformance was found. The battery pack tab was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.